Manufacturer narrative:
The reported event could not be confirmed, because the product is not returned for investigation and the provided information is insufficient. Additional information has been requested in order to provide more details to the reported event.it has not been confirmed that blade 62-15020 was used. This blade is appropriate to be used with the reported screw.the review of the DHR showed that there were no discrepancies reported and that the devices were manufactured according to specification. No product malfunction has been reported. However, the patient had suffered an adverse event. The surgeon exercised more force during screw insertion. As a result, the screw had slipped and had hit the dura mater. Due to the event, there was a surgical delay of one hour.the correspondence with the sales rep shows that the surgeon has repaired the dura mater, and that no further adverse effect notice[sic] until now.¿examples of possible root causes according to the related risk management file are:- inappropriate/wrong handling- inappropriate/bad design- insufficient bone-quality/quantitybased on the performed investigation, and the reported event, there is no product malfunction indicated or any systematic design, material or manufacturing related issue. Therefore no further corrective and / or preventive actions re deemed necessary at this time. The complaint is added to the complaint trend. H3 other text : device was not returned for evaluation.

Event description:
It was reported that during brain tumor operation, the screw slipped and hit the dura mater of the brain. The dura mater was repaired, the operation was delayed for an hour.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device not available for returned.

Event description:
It was reported that during brain tumor operation, the screw slipped and hit the dura mater of the brain. The dura mater was repaired, the operation was delayed for an hour.